Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "bruising" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. These are known potential events addressed in the product labeling.

Event description:
Healthcare professional reported to company representative that after a patient was injected in the nasal labial folds with one syringe of juvéderm® ultra xc, ¿the syringe exploded while in the patients face, and the patient experienced major bruising.¿ treatment is noted as arnica. Events are ongoing at this time.